Event description:
It was reported that when the package was opened a kink on the lead was found and the lead could not be put into the point needle. The lead was never implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (model 3389-40 lot # 0205725168) found the distal end was bent. The lead was new out of the box.